Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2008. It was reported the patient's ipg suddenly lost stimulation after the patient had fallen down a flight of stairs. Examination of the patient's scs system found high impedances on the surgical lead due to a fracture. The lead will be replaced. It is currently unknown if the lead will be returned to the manufacturer after it is explanted. Follow up on the patient found no further issues reported.

Event description:
Caller reported blood glucose results of 26.0 mmol/l on the accu-chek mobile and 12.2 mmol/l on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the mobile meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).